Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing of the respiratory rate trend (rrt) sensor on this right atrial (ra) lead in two stored signal artifact monitor (sam) episodes on the same day. The associated ra lead pace impedance measurement was high out of range greater than 3000 ohms. As a result of the first sam episode, the rrt monitoring vector was automatically switched by the device to the right ventricular (rv) lead. However, due to existing out of range impedances on the rv lead, the rrt sensor was subsequently automatically disabled by the device in the second sam episode. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that they cannot tell based on the currently available device data if there is a ra lead integrity issue or a device header spring contact issue. Ts provided guidance to either perform a patient-initiated interrogation (pii) the following day to get updated data or bring the patient into the clinic to perform isometric and pocket manipulation testing. The patient was noted to not receive ra pacing therapy. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing of the respiratory rate trend (rrt) sensor on this right atrial (ra) lead in two stored signal artifact monitor (sam) episodes on the same day. The associated ra lead pace impedance measurement was high out of range greater than 3000 ohms. As a result of the first sam episode, the rrt monitoring vector was automatically switched by the device to the right ventricular (rv) lead. However, due to existing out of range impedances on the rv lead, the rrt sensor was subsequently automatically disabled by the device in the second sam episode. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that they cannot tell based on the currently available device data if there is a ra lead integrity issue or a device header spring contact issue. Ts provided guidance to either perform a patient-initiated interrogation (pii) the following day to get updated data or bring the patient into the clinic to perform isometric and pocket manipulation testing. The patient was noted to not receive ra pacing therapy. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this crt-d device was subsequently explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing of the respiratory rate trend (rrt) sensor on this right atrial (ra) lead in two stored signal artifact monitor (sam) episodes on the same day. The associated ra lead pace impedance measurement was high out of range greater than 3000 ohms. As a result of the first sam episode, the rrt monitoring vector was automatically switched by the device to the right ventricular (rv) lead. However, due to existing out of range impedances on the rv lead, the rrt sensor was subsequently automatically disabled by the device in the second sam episode. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that they cannot tell based on the currently available device data if there is a ra lead integrity issue or a device header spring contact issue. Ts provided guidance to either perform a patient-initiated interrogation (pii) the following day to get updated data or bring the patient into the clinic to perform isometric and pocket manipulation testing. The patient was noted to not receive ra pacing therapy. The products remain in-service. No patient symptoms or adverse patient effects were reported.